Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was not able to adjust stimulation. The ¿call you doctor¿ icon displayed. The patient turned her ins off before going on the airplane to (B)(6). The tsa agent told the patient to go through the security machine, she thinks that ¿affected¿ her ins. The patient turned her ins on after arriving in (B)(6). Last night the patient tried to turn her ins down because it was too high, the patient programmer (pp) would not allow her to. The patient saw the synch pp to ins screen, she tried and then saw a picture of a doctor. Then the patient got her recharger and was able to turn her ins off. The patient did not remember what the code was with the doctor screen. The patient tried to replicate it, she got her pp and reported it was working now. The patient returns home tomorrow. Additional information has been requested.